Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000443, serial/lot #: none. Product ID: bi70000053, serial/lot #: rev. 5 : s/n n/a. A medtronic representative went to the site to test the equipment. Testing revealed umbilical and bulkhead connector had collision damaged causing umbilical to fall-out if ias or cable was moved. Replaced both umbilical and bulkhead connector. System test. Perform fluoro and rad gain calibrations. Return system to service. Bi30000443 was returned and is currently under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the umbilical cord appeared to be damaged. The cable would intermittently connect to the image acquisition system. There was no patient involvement.

Manufacturer narrative:
H2) correction: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000443, serial/lot #rev. 2 : s/n (B)(6) . H2) correction: h3: the rear cab breakout was returned to the manufacturer for analysis. Analysis found that there was physical damage to the rear cab breakout panel. It was physically damaged. Analysis found that the reported event was related to a mechanical issue. H3: the mobile view station (mvs) interface cable was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. Visual inspection showed signs of wear and tear. During bench testing an open connection was found. Analysis found that the reported event was related to an electrical issue. H6: 10, 180, and 4307 are associated with the rear cab breakout 10, 120, and 4307 are associated with the mvs interface cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.